Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. A medtronic representative (rep) called to perform additional troubleshooting. They attempted reseating the on/off button power chain connections at the uninterruptible power supply (ups) and junctions. They were not able to replicate the issue. No error lights were present on the ups.

Event description:
Medtronic received, information regarding a navigation system being used outside of a procedure. It was reported, that the localizer would not turn on. There was no patient involvement. Troubleshooting was performed. When the field representative (rep) turned the system on, the camera cart did not turn on. When the rep pressed the power button on the camera cart, the system did turn off. Technical services (ts), had the rep unplug the power cord from the wall. The rep plugged it in after about 2 minutes, then pressed the power button on the camera cart. Blue power light was on for both systems now. After restarting, everything turned on as expected. Ts was having the rep log into the navigation system administration. Everything was green and connected in self test.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735996, serial/lot#: unknown. H3: a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.